Event description:
It was reported that during an attempt to stent a renal stenosis (off label use), the device became stuck in the lesion. An attempt to remove the device from the patient resulted in the stent separating from the balloon in the renal artery and traveling to the left common iliac. A snare device was used to drag the stent to the right femoral artery, but the stent could not be removed from the patient at puncture site. A surgical femoral cutdown was performed to remove the stent.